Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated after being turned off for an ablation procedure. Technical services (ts) was consulted and provided troubleshooting options, eventually the device reached elective replacement indicator (eri) and was replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.